Event description:
Amphotericin b liposomal infusion requires a 1.2 micron in-line filter for appropriate and safe administration. At time of administration, the nurse caring for the patient obtained a 0.2 micron in-line filter and began the amphotericin b liposomal infusion. Upon further investigation, it was discovered that the wrong filter was obtained and the medication was not appropriately infusing through the line. Furthermore, the unit pharmacist and nurse identified that the bo alaris pump infusion set 0.2 micron and bo alaris pump infusion set 1.2 micron filter packaging look identical, resulting in the nurse obtaining the incorrect filter. Although this scenario did not result in patient harm, the risk of using the wrong filters with the wrong medication poses a high risk for medication administration errors and patient harm. (B)(6). (B)(4).